Event description:
It was reported the patient¿s system was removed on (B)(6) 2012 due to an infection. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the date of onset/diagnosis of infection was (B)(6) 2012. Perioperative antibiotics were administered. The patient experienced fever, redness, swelling and pain. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and the type of organism cultured was (B)(6). Treatment for the infection was both intravenous (IV) and oral antibiotics and total device system explant. The device was discarded. The patient outcome was noted as infection resolved and no drug withdrawal. The patient did not have meningitis. The date of the last refill was (B)(6) 2012. The patient's medical history includes degenerative spine disease and smoking. Risk factors the patient had before device implant include debilitated status, smoker and malnutrition or extremely thin. The pump was delivering hydromorphone 25 mg/ml; dose 7.918 mg/day and baclofen 250mcg/ml; dose 79.18 mcg/day.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter. (B)(4).